Event description:
It was reported that during a lap cholecystectomy procedure, the universal seal separated. It was not reported what was used to complete the procedure. There were no adverse consequences for the pt. All devices were discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.